Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump was not returned for evaluation. The reported low power event was confirmed through log file analysis which revealed a sharp decrease in power consumption and estimated flows on (B)(6) 2020 to parameters below the normal operating range and 85 low flow alarms recorded since (B)(6) 2020. Additionally, one high power alarm was logged on (B)(6) 2020 after a speed change. Information provided by the site indicated that the patient was hospitalized and upon investigation an echocardiogram revealed several strands of infected material around the ventricular assist device (vad) inflow cannula. The vad had a sudden drop in power due to a likely inflow obstruction, and pump thrombus was suspected. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported low flow event can be attributed to external factors such as thrombus at the inflow cannula/outflow graft. A possible root cause root cause for the observed high watt alarms can be attributed, but not limited, to ch anges in pump rotational speed. Per the vad instructions for use, infection and thrombus are known potential complications associated with the implantation of an vad pump. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of an ticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for correction and update to the investigation completion. Correction b2: outcome attributed to adverse event was corrected from life threatening and hospitalization to intervention required, and life threatening, and hospitalization. Correction b5: event description was corrected to include additional patient signs/symptoms and clinical actions. Correction h6: patient ime code and imf code were updated. FDA device code was corrected from a24 to a1412. Product event summary: (B)(6) was not returned for evaluation. The reported low power event was confirmed through log file analysis which revealed a sharp decrease in power consumption and estimated flows on 20/jul/2020 to parameters below the normal operating range and 85 low flow alarms recorded since 20/jul/2020. Additionally, one (1) high power alarm was logged on 21/jul/2020 after a speed change. Information provided by the site indicated that the patient was hospitalized and upon investigation an echocardiogram revealed several strands of infected material around the ventricular assist device (vad) inflow cannula. The vad had a sudden drop in power due to a likely inflow obstruction, and pump thrombus was suspected. It was further reported that the patient was initially treated for sepsis and was started on antibiotics. Per echocardiogram findings, the patient had suspected endocarditis, and they had positive blood cultures. It was also reported that the thrombus was not confirmed. The echocardiogram showed the aortic valve was closed with occasional opening visualized and mild-moderate regurgitation. It appeared thicken and possible infection involvement. Systemic tissue tricuspid valve repair (tvr) was well seated with one of the leaflets seen thickened and stuck in an open position with failure of leaflet coaptation due to possible partial loss of tissue. The mobile tricuspid prosthesis leaflet was also thickened with flickering linear mass attached suggestive of vegetation. There was severe tricuspid valve prosthesis stenosis with transvalvular r egurgitation. Systemic right ventricle (rv) was normal in size with severely reduced function and left ventricle (lv) was dilated with severely reduced function. No obvious thrombus was seen but there was a large, round, and immobile echogenic structure noted in the left atrium. The patient had surgery to replace their tricuspid valve. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. A possible root cause root cause for the observed high watt alarms can be attributed, but not limited, to changes in pump rotational speed. Per the instructions for use, infection, thrombus, and worsening heart failure are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was initially treated for sepsis and was started on antibiotics. Per echocardiogram findings, the patient had suspected endocarditis, and they had positive blood cultures. It was also reported that the thrombus was not confirmed. The echocardiogram showed the aortic valve was closed with occasional opening visualized and mild-moderate regurgitation. It appeared thicken and possible infection involvement. Systemic tissue tricuspid valve repair (tvr) was well seated with one of the leaflets seen thickened and stuck in an open position with failure of leaflet coaptation due to possible partial loss of tissue. The mobile tricuspid prosthesis leaflet was also thickened with flickering linear mass attached suggestive of vegetation. There was severe tricuspid valve prosthesis stenosis with transvalvular regurgitation. Systemic right ventricle (rv) was normal in size with severely reduced function and left ventricle (lv) was dilated with severely reduced function. No obvious thrombus was seen but there was a large, round, and immobile echogenic structure noted in the left atrium. The patient had surgery to replace their tricuspid valve.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized and upon investigation an echocardiogram revealed several strands of infected material around the ventricular assist device (vad) inflow cannula. The vad had a sudden drop in power due to a likely inflow obstruction and pump thrombus was suspected. The vad remains in use. No further patient complications have been reported as a result of this event.